Event description:
It was reported that the customer experienced multiple, intermittent blood glucose (bg) levels ranging from 29-40 mg/dl and a loss of consciousness. Reportedly, the customer is a brittle diabetic and has increased stress levels. To compensate, customer delivers a large bolus, subsequently lowering bg levels. Customer required assistance from paramedics to treat bg level via an unspecified intravenous treatment, and consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.